Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Device received with constant pump error 75 alarm during self test, problem isolated to the electronic assembly noted. No pump error 49, no pump error 68 and no pump error 23 alarm noted.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. The customer stated they were not able to clear the alarm and were not able to complete the rewind process. Customer stated self test was failed and insulin pump error for power supply test failed during self-test alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.